Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient. They reported they turned stim off months ago. Patient said they started feeling a painful stinging sensation that felt like needles in their bottom. Patient turned stim off waited a week or 2 then turned stim back on and the stinging and burning started. Patient talked to the healthcare professional (hcp) several times who sent down a manufacturer representative (rep). That rep reprogrammed the patient to program c and the device worked for about 6 months then the stinging, burning and hurting started again. Patient said they are working with the hcp and will probably have the device replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was sitting in their chair and they moved around a little bit and they felt like pins were sticking into them at the implant site for several seconds. The patient confirmed that it went away after several seconds, but since they felt the pin sensation, they hadn¿t felt the vibrations at all. The patient was able to increase from 2.9 to 3.2 but stated they wanted to leave it at 2.9 and decreased back down. The patient was redirected to their healthcare provider to check the system if they were worried. The patient noted that the issue occurred about a week ago. No further complications were reported.

Manufacturer narrative:
Suspect medical device information references the main component of the system and other applicable components are: product ID: 3093-28, lot# va0ebwt, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they always felt the stimulation at night when sitting still or after going to bed. After turning around in a chair to get ¿a throw off the back to cover my legs¿ they felt something like needle pricks in their rear of the battery/implant that last several seconds. They felt no more vibrations after that. The program had been set on 2.9 for some time. The talked to the manufacturer by phone where the made suggestions with no change. They met with the manufacturer¿s representative at the doctor¿s office where they were programmed the device another way and felt the ¿vibration¿ again. The patient stated that the ¿two lead wires¿ were working now while the ¿other two are non-functioning¿. They mentioned that the program seemed to be working now and they had it set at 2.5 at the time of report. The patient also indicated that they check it weekly. There were no further complications reported or anticipated.